Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital reported that, after approximately 15 months of support, the pt experienced a neurological event. The pt was diagnosed with a cerebral vascular event. The pt had no neurological status at the time and was going to be transferred to a nursing home.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.